Event description:
It was reported that log files were sent for review. Log files captured that the patient had low flow events on (B)(6) 2022 at 19:03. The flow was captured as low as 1 lpm and because the pulsatility index (pi values) were non-variable and settled in the 3 range it appeared that they may have been related to the outflow graft. The patient went to the operating room (or) for an outflow graft revision on (B)(6) 2022. Additional log files were sent 24 hours post revision and low flow alarms were seen on (B)(6) 2022 from 01:48 to 07:07. All parameters were normal after the outflow graft revision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported outflow graft compression could not be confirmed as no images or product were submitted for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. A controller event log file contained events from (B)(6) 2022 through (B)(6) 2022. Persistent low flow alarms were observed beginning on (B)(6) 2022. A specific cause for this finding could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. An additional controller event log file was submitted that contained events from (B)(6) 2022 through (B)(6) 2022. A continuous low flow hazard alarm was captured on (B)(6) 2022. A specific cause for this finding could not be conclusively determined through this evaluation. Estimated flow values were ultimately restored on (B)(6) 2022. These events appeared consistent with the report of the outflow graft revision procedure restoring pump parameters to baseline. No other notable pump-related events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the patient handbook and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.